Event description:
During an attempt to deploy the stent at the lesion, it was noted that there was no stent on the stent delivery system (sds). The stent could not be seen under fluoro in the body and was found in the trash. There was no patient injury and the procedure was completed with poba only. No other information was available.

Event description:
Additional information received on 01/27/2006, stated that upon removal of the stent delivery system (sds) from the patient's anatomy it was noted that the stent was no longer on the balloon. Under fluoro the stent could not be found in the patient's anatomy and upon further investigation the stent was found in the tuey. No other information was available.